Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and alleging possible under delivery. Customer¿s blood glucose was 456 mg/dl at the time of incident. The other blood glucose levels were 214 mg/dl, 84 mg/dl, 313 mg/dl, 318 mg/dl. The customer treated high blood glucose with manual injections and shots. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states drive support cap was sticking out. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under/over delivery anomaly noted during test. (B)(4).